Event description:
It was reported that during an implant procedure, this right ventricular (rv) had to be positioned multiple times due to low r-wave morphology measurements. After a suitable position was found, the rv lead was implanted, and the pocket closed. Shortly afterwards, the rv amplitude morphology measurements dropped again causing the physician to believe the rv lead might have micro-dislodged. Additional surgical intervention was performed and the rv lead eventually ended up being explanted and replaced. No additional adverse patient effects were reported. The rv lead is not expected to be returned back from the field for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.